Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the safe-t-j amplatz extra-stiff support wire guide was being slightly curved by the doctor when the coating became loose. This was noted prior to patient usage. No additional details have been received.

Manufacturer narrative:
Investigation narrative: a review of the complaint history, device history record, documentation, manufacturing instructions, specifications, and quality control. The complaint device was not returned, therefore no physical examinations could be performed; however, a document-based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The acceptable dimensional and flexibility tolerances for all wire guides are specified and documented in both the manufacturing instruction procedures and quality control inspection procedures. These manufacturing methods result in a high quality product; however, altering of the device by the customer can affect the quality and performance. Therefore, it is possible to suggest that the coating was affected by the handling and forming of the device prior to the procedure. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.